Event description:
A ventilator was returned to a third-party for service. The device was not in patient use. During the evaluation of the device by the third-party, the device was found to not hold pressure. The device's active exhalation control module was replaced to address the issue.